Manufacturer narrative:
Imdrf codes update.

Event description:
Imdrf codes must be updated.

Event description:
Material#: 306620. Batch number#: unknown (given #4031004d1 is invalid). It was reported that the bd syringe sftygld 1ml w/ndl 27x1/2 rb mck leaked. Rcc received a complaint via phone. Pir attached. Product complaint: ref (B)(4), lot 4031004d1, issue-clogged/blocked needle. Replacement requested. Customer response: correct lot #: 4031004c1, date of incidence: (B)(6) 2024. Type of harm: 1) plunger stopping or blocked so medication can't be entered into plunger. 2) medication is spewing out of syringe abruptly onto provider & patient. When this occurs, a new syringe has to be filled.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.